Event description:
The ge oec 9800 fluoroscopy system displayed the interlocks open error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a blown fuse in the ps2 power supply was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.